Event description:
Pt reported device indicated 90u of insulin delivered since midnight, when normal total (basal + bolus) for a 24 hour period is less than 90u. Pt recently changed clock on device to day light saving time and also changed cartridge. Pt stated there was no evidence of insulin leakage and blood glucose was not affected. While troubleshooting pt advised that adapter was 3 years old.